Event description:
It was reported that this right ventricular (rv) lead was capped due to an insulation breakdown. A new lead with a different model was placed. No additional adverse patient effects were reported.